Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's lead was implanted and then explanted on the same day for an unknown malfunction. Patient condition was stable.

Manufacturer narrative:
The event of unacceptable lead parameters was not confirmed. The device was returned for analysis. Electrical and visual examination found no anomalies, and all damage was consistent with procedural damage. The device had no anomalies.

Manufacturer narrative:
Correction: upon review, the pacemaker lead should not have been submitted as a serious injury, as the malfunction occurred during implant procedure.

Event description:
New information received informed that the right ventricular (rv) lead parameters were not satisfactory, and the event occurred during initial implant procedure where the lead was replaced. The patient condition was stable.